Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect for faradrive selected for pulmonary vein isolation procedure. During procedure, it was confirmed that there was a radio frequency impulse, but the rf wire could not cross the septum. The wire was exposed outside the dilator prior to the attempted crossing. It was three times crossing attempted and each time rf was applied. It was change to mechanical needle and complete the procedure without patient complication. The procedure was completed successfully by using alternative method. No patient complication was reported. The device is expected to return for analysis.